Manufacturer narrative:
This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon final review of medical records by post market clinical and completion of the plant's investigation.

Event description:
It was reported that the patient was disconnected from peritoneal dialysis treatment because of difficulty breathing and was transported to the hospital. During follow up with the clinic on (B)(6) 2014; it was learned that the patient expired on (B)(6) 2014.